Event description:
The notification received for the study indicated that this female pt with a history of CABG and aortic valve replacement was admitted for carotid angiography, which revealed a severely calcified, 90%, 15mm lesion in the ostium of the left internal carotid artery. The lesion was predilated and an angioguard with a 6mm basket was deployed beyond the target site. Two 7.0 x 40mm precise stents were implanted in the target lesion/vessel. A residual stenosis of 50% persisted following stent deployment. Approximately nine months post index procedure the pt died from unk cause. There is no additional info forthcoming regarding this event.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Based on the available info it is not possible to determine if a causal relationship exists between the cordis device and the reported event. There is no evidence to suggest that this event is related to a mfg issue or any defect of the device. This is one of two reports submitted for the same event. Please reference MFR report#: 9616099-2009-01437.

Event description:
(B) (4). Same case as: 2134265-2010-02782, 2134265-2010-02783. It was reported that during a carotid procedure, the patient experienced stroke and hypotension. The 95% stenosed target lesion located in the left ostium internal carotid artery was 15.5mm long with a reference vessel diameter of 6.6mm. During the procedure, the physician was unable to retract the filterwire and unable to easily advance it into the distal internal carotid artery. A buddy wire was used and it was still unable to advance the filter. The physician used a non-bsc wire as a buddy wire and placed a non-bsc filter without difficulty. During the procedure the patient developed aphasia and right-sided weakness. The patient had some transient hypotension and was developing some aphasic changes. Predilation was performed with an unknown 3.5mm balloon and a 8x21mm carotid wallstent was deployed. Post dilation was performed. Another carotid wallstent was deployed 1 cm proximal to the previously placed stent. Post dilation was performed. Residual stenosis was 0%. There was some spasm in the internal carotid artery just distal to the stented region which was rapidly resolved with medication. The patient had experienced a stroke and was brought to the intensive care unit after a computer-aided transcription (cat) scan. Treatment included further monitoring of the patient's blood pressure and antiplatelet therapy (plavix). The patient was transferred to an outlying hospital for further evaluation and possible intra-arterial tissue plasminogen activator (tpa) treatment. An MRI was performed and revealed multiple acute infarcts in the left cerebral hemisphere, primarily in the territory of the mca, acute cordial and subcordial infarcts in the left parietal occipital lobes. The site indicated that information received indicated that the patient condition improved and was sent to rehabilitation.

Event description:
The customer reported to baxter (B)(4) regarding one clearlink system continu-flo set in which the tubing leaked from the luer lock adapter site. The customer inspected the tubing and found that the connection was loose allowing for the leak, and the connection easily separated. The condition occurred during use on patient, and it is unknown if it caused patient injury or medical intervention. The customer indicated that this is the first time they have had a report for this issue, but the nurse indicated that it is a recurring problem. The customer has notified baxter of complaints for other IV lines recently, and have an increasing concern related to patient safety and the risk to equipment. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues, during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
The lot# was also reported. Additional information will be submitted within 30 days of receipt.